Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, there were no visual anomalies or damage found. The valve passed all dimensional and functional testing which included full open and close function of the leaflets. Conclusion: the clinical observation could not be confirmed as the valve met dimensional and functional engineering specifications. (B)(6). (B)(4).

Manufacturer narrative:
The valve has been returned for analysis. Following the completion of the analysis, a supplemental report will be submitted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4)

Event description:
Medtronic received information that following the implant of this mechanical valve, the surgeon noted that one of the valve leaflets was not moving freely. The valve was explanted and replaced with another valve (505da28) with no adverse patient effects.